Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. As the complaint device was not returned, a conclusive root cause could not be determined and the reported event could not be confirmed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: excessive force. Contact of needle point with hard object. Shipping/handling damage or extreme conditions. The instructions for use (IFU) state: "before beginning the procedure, verify overall compatibility of all instruments and accessories." "Inspect the instrument for overall condition and physical integrity. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery." The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened. H3 other text : 81.

Event description:
It was reported the device hand piece broke while it was in the patient while the surgeon was closing the port site and that it was taken out under direct visualization. There was no further damage reported and x-ray was used to locate and retrieve all pieces. There was no other medical intervention reported and the complainant it not aware of the duration of extended procedure time. These are commonly used devices that are readily available.

Event description:
It was reported the device hand piece broke while it was in the patient while the surgeon was closing the port site and that it was taken out under direct visualization. There was no further damage reported and x-ray was used to locate and retrieve the pieces. There was no other medical intervention reported and the complainant it not aware of the duration of extended procedure time. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the returned complaint device, there was evidence of bio-burden on the device. The device was sent back broken into multiple pieces. At the top of the suture passers were the plunger pin and top thumb handle sits, the material was bent 90 degrees. The base handle with the 2 finger grips on the bottom the plastic was protruding outwards. There was a small fracture going around the corner. Most likely excessive force was applied to the handle while grasping causing the hand piece to break apart at the base. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: excessive force, contact of needle point with hard object, shipping/handling damage or extreme conditions, attempting to bend or otherwise alter the shape of the device/shaft. The instructions for use (IFU) state: "before beginning the procedure, verify overall compatibility of all instruments and accessories." "Inspect the instrument for overall condition and physical integrity. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery." The reported event will continue to be monitored through post-market surveillance.